Manufacturer narrative:
One smiths medical cadd legacy plus pump was returned for analysis. Event log history was performed and indicated that no disposable was recorded in history. During analysis, the customer's reported problem was unable to be duplicated. Service recommended a downstream occlusion sensor to be replaced. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that when the smiths medical cadd legacy plus pump was turned off and there were no batteries, it kept alarming but when there are batteries the device could not turn on. No patient was involved in this event. No adverse effects were reported.